Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.